Manufacturer narrative:
The device was returned for analysis and the evaluation was completed on 30sep2024. A visual and tactile examination was performed. A balloon pinhole was noted located approximately 5mm distal of the proximal markerband. No damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation in the forearm shunt. During the procedure, on the first inflation, the balloon ruptured. The pressure did not increase when inflation was performed. A different device was used to complete the procedure. No complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation in the forearm shunt. During the procedure, on the first inflation, the balloon ruptured. The pressure did not increase when inflation was performed. A different device was used to complete the procedure. No complications reported, and patient status was good.